Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in the common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, cuff misses occurred with two proglide devices. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to trained in the use of the proglide device. No additional information was provided.